Event description:
Additional information was received as ap and lateral chest and neck x-ray images. Review by the manufacturer found no gross lead discontinuities or sharp angles to account for the high impedance however a suspect area was identified in the area of the positive electrode that could be a small discontinuity however due to the quality of the images, this could not be confirmed. The x-ray images show that the lead pin appears to be fully inserted indicating that the issue is likely related to an unpronounced lead fracture. Clinic notes were received that indicate the patient has not had any adverse events as a result of the issue. Surgery to replace the lead is likely.

Event description:
Additional information was received indicating surgery to replace the patient's lead and generator has occurred. The explanted products have been returned and are currently undergoing analysis.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient's vns was now indicating high impedance with an impedance value of 7500ohms. The patient's device was disabled upon discovery as recommended in manufacturer labeling. The patient has referred for x-rays which will likely be forwarded to the manufacturer for review however they have not been received to date. Per the site, the last known good diagnostics were taken on (B)(6) 2011, however the specific diagnostics were not provided. No trauma or manipulation has been reported. No adverse events have been reported.

Event description:
Analysis of the returned lead and generator has been completed. The generator performed to specifications and no anomalies were found. The electrode portion of the lead was not returned. No anomalies were observed in the returned portion of the lead.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.